Event description:
It was reported that the ilet device repeatedly powered off and would not power back on despite placement on a new charging pad with a solid green indicator, outlet changes, and repositioning; the device previously turned back on after prolonged charging, and during the most recent event the user relied on subcutaneous insulin by pen with reported glucose values around 300 mg/dl, consistent with a device battery problem affecting the battery component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.